Manufacturer narrative:
Technical eval: the distal 6cm of the catheter tip was flattened and crumpled. There are finger-tip sized flat spots along the distal tip as well as single-axis bends. Conclusion: the incident was confirmed as reported. The incident report notes that the physician did not use the included introducer sheath and ascribes the tip damage to this fact. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009. A review of the device history record (DHR) was completed on part # 2314-03, (lot # l15738). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met spec. The parts released in this lot met process requirement.

Event description:
The physician tried to introduce the neuron in a 6f terumo sheath. He did not use the transparent "peel-away" sheath for introduction "properly" into the value. The physician kinked the distal part of the neuron by trying to push it with his fingers causing several flat portions on the distal tip of the neuron.